Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump went blank as exposed to ocean water during snorkeling. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.